Event description:
It was reported that the spinal cord stimulation (scs) patient experienced inadequate stimulation. High impedances were observed on multiple contacts of the scs lead. The patient underwent a revision procedure where the lead was removed and replaced. Post operatively, the patient was noted to have recovered.

Manufacturer narrative:
Visual and x-ray inspection of the returned lead revealed that this lead was bent/kinked along the lead body and multiple cables were completely broken at this location. Laboratory analysis determined that the cause of the broken cables is due to excessive mechanical force.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced inadequate stimulation. High impedances were observed on multiple contacts of the scs lead. The patient underwent a revision procedure where the lead was removed and replaced. Post operatively, the patient was noted to have recovered.

Manufacturer narrative:
A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Visual and x-ray inspection of the returned lead revealed that this lead was bent/kinked along the lead body and multiple cables were completely broken at this location. It appears that the lead was exposed to excessive mechanical force, causing the lead body to kink and eventually resulting in multiple cable fractures. A product labeling review identified that the devices were used per the instructions for use (IFU) product label. Additionally, system failure, can occur at any time due to random failure(s) of the components. These events, which may include device failure, lead breakage, hardware malfunctions, loose connections, electrical shorts or open circuits and lead insulation breaches, can result in ineffective pain control. Undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and/or lead failure, all of which are known risks of implanting a pulse generator as part of a system to deliver spinal cord stimulation. Based on all available information, engineers confirmed the reported event of inadequate stimulation and high impedance measurements. Visual and x-ray inspections of the returned lead identified a kink in the lead body with multiple cable fractures at the kinked location, a condition that is consistent with out of range impedance measurements and the reported event. With the information available, boston scientifics investigation cannot confirm a definitive root cause of the kink in the lead or the observed cable fractures; however, the findings suggest that increased mechanical stress may result in flexing and kinking of the lead body, which could subsequently contribute to breakage of the internal cables.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced inadequate stimulation. High impedances were observed on multiple contacts of the scs lead. The patient underwent a revision procedure where the lead was removed and replaced. Post operatively, the patient was noted to have recovered.